Event description:
It was reported, the pt only feels stimulation if she extends her neck back. The sjm rep met with the pt and reprogramming efforts were unsuccessful. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. X-rays were ordered, but did not indicate a reason for the issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.